Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 41mg/dl. Customer stated that she had been bolusing and not eating on time. Customer stated that he had low blood glucose due to over blousing. The customer said her first low blood glucose was on (B)(6) 2017 which they treated with cookies and root beer. Customer had second low blood glucose on (B)(6) 2017 and treated with juice. Troubleshoot for low blood glucose was performed. Customer's blood glucose at the time of call was 146mg/dl. Customer was advised to call back if they wanted to troubleshoot for insulin pump. The product will not be returned for analysis.